Manufacturer narrative:
Device analysis report attached. This report is submitted on march 06, 2024.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2023 due to poor performance from activation. The patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
This report is submitted on december 22, 2023.